Event description:
It was reported that coil was detached. The target lesion was located in the severly tortuous internal iliac artery. A .035 interlock was used for embolization. During delivery, the interlocking arm got separated. The coil and pusher were retrieved. An object which seemed to be fragment of the interlocking arm came out from the catheter. The procedure was completed with a different device. Only the interlocking arm was returned for evaluation. Visual inspection observed that the interlocking arm was kinked.

Event description:
It was reported that coil was detached. The target lesion was located in the severly tortuous internal iliac artery. A .035 interlock was used for embolization. During delivery, the interlocking arm got separated. The coil and pusher were retrieved. An object which seemed to be fragment of the interlocking arm came out from the catheter. The procedure was completed with a different device.